Event description:
A peritoneal dialysis registered nurse (pdrn) reported a pt expired while undergoing peritoneal dialysis treatment with the liberty cycler. The pt expired at home on (B)(6)2015. Death certificate indicated the pt's cause of death was heart failure with renal disease as a contributing factor.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 2 pages of medical records info, it appears that on (B)(6) 2015 the pt expired. According to the peritoneal dialysis registered nurse (pdrn), the pt passed away from heart problems not cycler related. The pdrn stated that the pt passed away while connected to the cycler. The death certificate indicates that the cause of death was heart failure with renal disease as a contributing factor. The medical records do not contain an autopsy report as it is not noted in the death certificate. Medical records do not contain dialysis flow records, progress notes, dialysis notes or lab/diagnostic reports for review. The decedent's dialysis was not indicated as a cause for his demise. There is no documentation in the medical records that shows any casual relationship between the pt's peritoneal dialysis and his death.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.